Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Reportedly, the customer wears the pump in pocket, placed in lap, or held in hand. The customer reported blood glucose (bg) levels were unknown; however, bg level was impacted as the customer was intentionally using the fill tubing feature to deliver insulin to themselves. Tandem technical support advised the customer to not use the fill tubing feature to deliver a bolus. The customer acknowledged and understood. It was confirmed that the customer will continue using the pump until the replacement pump arrives.

Manufacturer narrative:
(B)(4).